Event description:
It was reported the patient¿s symptoms that should be addressed by the deep brain stimulator (dbs) were bad and they thought the dbs system was not working right. It was noted they patient had a recent dbs system replacement but it was unsure when this occurred and they thought the patient needed to be reprogrammed. It was further reported the patient met with their health care professional (hcp) on (B)(6) 2014. It was stated at the time of report the patient programmer screen had looked different than when they had met with the hcp. It was noted they thought they had the patient programmed correctly on program b but they were upset that the screen looked different. It was stated the patient was fine and ok. It was noted the patient had an appointment scheduled for (B)(6) 2014. It was clarified the patient¿s implant date was 13 days prior to report.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).